Event description:
Customer reported blue fibers in a pt's eye. The pt required a second procedure to remove the fibers. Additional f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available. This report was mailed to FDA on: 10/02/2009.